Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported that the surgeon opened a lead and found it to be bent. The bent lead was not implanted. They opened a new lead from the rep's trunk stock which worked fine. No patient involvement was reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory. Product ID neu_stylet_acc, product type accessory. Analysis of the lead (lot # va1jpfa) found no anomaly. Analysis of the stylet (serial # unknown) found that the stimulation stylet wire was bent out of box. . Fdr codes apply to pli . Fdr codes apply to pli . If information is provided in the future, a supplemental report will be issued.